Event description:
During shoulder arthroplasty the arthrex surefire scorpion needle tip broke off during the procedure. X-ray confirmed tip retained in shoulder but was unable to be retrieved by the surgeon.